Event description:
It had been reported the device was nearing eri (elective replacement indicator) and the physician decided to replace it. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event and the patient outcome was noted to be good.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.